Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male patient underwent aaa repair in 2007. The patient received a zenith main body graft, two zenith iliac leg grafts and was completed without reported incident. In 2009, angiography revealed stenosis in the graft just proximal to the iliac bifurcation. Thrombolysis with tpa was used and balloon angioplasty was done to open the stenosis. At this point, the patient's aaa ruptured but was controlled with the zenith in place. The limb had been opened and the patient was doing well. The patient in recovering.